Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, 1429 ventricular sensing integrity counts (sic); non-sustained ventricular tachycardia episodes with evidence of lead noise oversensing. The analysis of the device memory also indicated the right ventricular lead integrity alert. Right ventricular (rv) lead integrity warning occurred on (B)(6) 2016 for sensing integrity counter (sic) >= 30 in 3 days and rv lead impedance variation in last 60 days. The device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On (B)(6) 2016, right ventricular (rv) lead pacing impedance spiked to >3000 ohms up from a trend in the 600-800 ohm range. Impedances continue to be high and variable. (B)(4).

Event description:
It was reported that the patient's lead had high impedance, high sensing integrity counter (sic) and a confirmed fracture. The lead was reprogrammed and will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.